Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm 12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The icl was exchanged for a longer lens which resolved the problem.

Manufacturer narrative:
(B)(4).